Event description:
During tests using a demo model connected to a heart simulator, printout didn't match result of smartcheck (selection of follow-up tests feature) tests.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct. 29, 2009), sorin is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. (B) (4)